Manufacturer narrative:
The pump history was reviewed by the patient's certified diabetes educator. The history indicated that no insulin boluses were administered for several days prior to the event. The patient was discharged on insulin pump therapy and has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.